Event description:
It was reported that nine years and four months after a jrny ii bcs const isrt trl s5-6 9mm rt insert had been implanted a revision surgery was performed because the insert failed. The insert looked like it had been worn down, it was replaced with a backup. No complications were reported. It is unknown the patient current health status.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms no clinically relevant documents have been provided; therefore, a thorough medical assessment cannot be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.